Event description:
Pt was admitted for an outpatient procedure to correct stenosis of an av fistula. One of the blades failed to retract fully prior to removing the balloon, damaging the brachial artery. The artery required repair with a stent. The pt experienced a hematoma and a drop in hemoglobin and hematocrit, but did not require a blood transfusion. The pt was discharged (B)(6) 2011.